Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the splenic artery using a pod packing coil (podj) and a lantern delivery microcatheter (lantern). During the procedure, while attempting to implant the podj into the target vessel, the physician experienced resistance. Therefore, the podj was re-sheathed and the lantern was flushed. While attempting to re-advance the podj, the coil would not advance from its initial position within its introducer sheath. Therefore, the podj was removed. The procedure was completed using ruby coils and the same lantern. There was no report of adverse effect to the patient.